Event description:
It was reported that the patient underwent a t5-pelvis surgical procedure. Approximately 11 months post-op, the patient underwent a revision surgery due to non-union and to remove and replace a screw that disassembled. The screw shaft disengaged from the tulip. The screw was replaced with a larger screw. The patient also reported experiencing pain.

Manufacturer narrative:
(B)(4). The screw was returned for evaluation: visually confirmed cmas head assembly separated from bone screw component. Visual and microscopic examination identified the bone screw component is bowed approx 0.33mm (at peak) and cracked around the center of the bone screw, consistent with bending moment. Witness marks and plastic deformation noted on top of bone screw head. Bone screw head diameter found to be within print specification. Witness mark noted at the base of the bone screw head at the lowest point of the retaining ring. Visual and microscopic examination of the cmas head assembly identified evidence of retaining ring deformation consistent with tensile overload. Witness marks of head retaining ring angulation appear to suggest maximum angulation of cmas head may have been exceeded. This, in conjunction with the orientation of the crack (approx 90 degrees) to the retaining ring at more than maximum angulation, and the witness mark at the base of the bone screw head due to exceeding the maximum angulation of the head, resulting in bend stress overload, and subsequent bone screw bow and cracking as well as head assembly separation. A review of the device history records did not identify any applicable nonconformance to specification.